Manufacturer narrative:
Limited information has been provided to the manufacturer on this event. No serial number is known nor was the device explanted , therefore, no investigation is possible. The implanting hospital is not known, the patient is no longer a patient of the hospital that notified the manufacturer of this event and no further information will be provided. No investigation can be performed at this time. Based on limited information received, the root cause cannot yet be determined. Please note as the serial number is not known, the device may have been manufactured at livanova (B)(4) corp. As listed on this report or at sorin group (B)(4) the sister company. Device not available for return.

Event description:
The manufacturer was notified of a patient that had a size 27 perceval aortic heart valve implanted (implanted in an unknown hospital) that presented with a major pvl after approx 4 months implant duration. The pvl involved almost half of the annulus circumference, no central leak, mpg 15 mmhg, ppg 30 mmhg. The physician decided to re-operate and explant the device but the patient chose to have no further operation and is no longer a patient of the site.